Event description:
One year old male with medical history of pulmonary atresia. Ventriculoseptal defect, and hypoplastic pulmonary arteries underwent right ventricular outflow tract procedure using 7 mm aortic homograft on 2/26/97. On 5/6/97, a false aneurysm and an obstruction of the right ventricle to pulmonary artery conduit was identified. The aneurysm was 7 cm and originated from the "suture line between the proximal end of the homograft and a bovine patch...this suture line had been disrupted in approx. Two-thirds of its circumference." On 5/13/97, the homograft was explanted and pt had a re-do with a pulmonary artery patch. Site relates the explant to the valve.